Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair with no physical damage. The device has not been serviced within the review period. Error code 45639 displayed on startup and the primary problem was duplicated. The cause was the main board. The main board was replaced, and device passed all test requirements.

Event description:
It was reported that pump was beeping and displaying error code 45639. There was no patient involvement.